Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that the iabp failed the drive manifold test. The fse disassembled the iabp, removed and replaced the drive manifold assembly, and lubricated all hose connections with vacuum grease. The fse reassembled and performed all functional procedures and calibrations. The iabp has passed all tests and was released to the customer for clinical use. (B)(6). (B)(4).

Event description:
A getinge field service engineer (fse) reported that during preventive maintenance the intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement. No adverse event has been reported.